Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer went to emergency room due to high blood glucose level. Customer's blood glucose level was 600 mg/dl. Customer was treated with insulin drip. Customer had blood glucose level of 119 mg/dl. Customer did self test and displacement test and both tests were passed. Customer declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The customer was hospitalized for eight hours in (B)(6) 2020 with high ketones. The specific date in (B)(6) was not given.